Manufacturer narrative:
H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump gave an error of the pushrod being unable to move. The caregiver reported the first pump would cycle through the 'not ready; pushrod must move forward' message, he would remove it and the rod would move to a certain point, then it would give the 'no cartridge' message, back and forth. He stated this happened mid-infusion and there were approximately 2ml remaining in the cartridge, so it was not overfilled. Per reporter the caregiver attempted to switch to a backup pump, but it had lost programming, battery was completely dead. Further troubleshooting attempted. Moreover, the caregiver confirmed that tubing was free from bends and kinks. It was stated that the initial alarm was blockage detected which prompted him to change the tubing. The patient reported to their hospital after a pump failure. It was unknown if the patient was currently admitted to the hospital or just being seen in the emergency room at that time. The patient was being switched to IV remodulin until they get the replacement ms3 pumps. The patient was temporarily on IV remodulin with dose of 68.9ng/ kg/min continuous frequency. A medical intervention was provided at the hospital.

Manufacturer narrative:
D4: UDI corrected.